Event description:
Customer reports the following: "biomed confirmed pump problem alarm and found failures in log. No patient harm." Preliminary evaluation of logs indicate the following: "error: active valve actuate/check position"; primary outlet move retry limit fault (electromechanical failure). This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.